Event description:
It was reported that a revision surgery was performed for a patient due to the device breaking. According to the reporter, an initial bunion procedure was performed in 2008. The surgeon revised and removed the implants during the revision surgery at approximately 35 days later. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely causes of this type of event is non-compliance to the post-op protocol and/or post-op trauma to the surgical site. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.